Event description:
The account alleged that the brakes were not holding. The account alleged that the brakes were setting, but would swivel when pushed from the side. No injury reported.

Manufacturer narrative:
Technician found the brakes were out of adjustment. The technician adjusted the brakes to resolve the issue.